Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1yl3r, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 05-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Hcp said the patient's lead migrated. The environmental/external/patient factors that may have led or contributed to the issue are unknown. The diagnostics/troubleshooting performed included an x-ray. As a result of what was reported, a revision is planned, but it has not been scheduled at the time of the initial report. Patient's medical history includes that they use a wheel chair and they are overweight. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 3889-28, lot# va1yl3r, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.